Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.

Event description:
During implantation of coral mis screws at vertebral levels l4 and s1, the l4 screw was passed over the initial guide wire without incident but the screw placement was not optimal. The surgeon decided to remove the screw and guidewire. A new guidewire was repositioned and placed into the right l4 pedicle. As the screw was being inserted over the guidewire, the guidewire apparently caught in the screw and/or driver. As the screw was being advanced, the wire was pushed anteriorly through the vertebral body. The screw and wire were removed without apparent complications to the pt. There were no other apparent complications due to this screw and wire insertion and removal. There were about an add'l 15 minutes added to the length of the case due to the exchange and removal of screws.